Event description:
Patient reported the insulin cartridge broke in the device due to a telescoping piston rod. Patient stated while priming a new insulin cartridge the piston rod moved real fast and caused insulin to leak from the bottom of the cartridge. Patient stated they was disconnected from the device at the time, therefore blood glucose was not affected. Patient switched to backup device.